Event description:
It was reported that the sys intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable. The sys operates as intended.